Event description:
It was reported that during a laparoscopic pyeloplasty on a patient with a "rather large abdomen" the trocar leaked. The patient was checked for "access leaks" around the trocar using zero foam, and none were found. The trocar was replaced, but the second trocar also leaked. The trocar was changed a third time and the leaking stopped. After that, everything went "smoothly and safely." During the procedure 2.5 vials of carbon dioxide were used. There had been a continuous drop in pressure in the abdomen throughout the procedure, which impaired visibility. The leaking increased when instruments were inserted into the trocars. There was no patient injury. See MFR. Report #2134070-2012-00204 regarding the second trocar.

Manufacturer narrative:
Final device investigation found that upon function testing, the device leaked. Visual inspection showed no indication of damage or cracks. As each device is visually inspected and functionally tested prior to being sent out, no conclusion can be reached as to what might have caused the reported event.